Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion alarms were verified. A supply change was performed resolving the issue. Additionally, resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose level was 166 mg/dl.